Manufacturer narrative:
Batch review performed on 12 june 2018. Lot 123317:20 items manufactured and released on (B)(6) 2012 expiration date: 2017-10-31, no anomalies found related to the problem. To date, 17 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager on (B)(6) 2018 partial hip revision surgery occurred 4 years after primary cementless total hip arthroplasty. Bone formation on the distal part of the stem is visible but radiographic image provided doesn't allow a proper clinical evaluation due to low quality. No conclusion can be drawn on the basis of information received. Visual inspection performed by r&d product manager on (B)(6) 2018 hip stem shows residual hydroxyapatite on the proximal stem, indicating non-complete resorption of the ha layer in that area. X-ray images provided do not allow a valid analysis of the stem positioning before revision. The acetabular insert shows normal signs of wear in phase on the articulating surface, slightly burnished as result of few years of in situ time, with no particular signs of scratches. Femoral head shows slight metal transfer scratching due to extraction process. Femoral neck shows sign of deep scratching due to stem extraction process.

Event description:
About 4 years after primary the surgeon revised the patient right hip for osteolysis. The surgery was completed successfully.

Manufacturer narrative:
On 07 august 2018 the sales representative reported the stem was not mobilized as it was well fixed distally.